Event description:
Additional information received reported the cause of the muscle spasms in the patient's stomach was shingles (herpes zoster) at the epigastric area of the patient's abdomen. The patient had pain at the epigastic area of the abdomen. It was reported there was an isolated episode of constipation that resolved by itself. There was no patient injury as a result of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v600001, serial#, implanted: 2012 (B)(6), explanted: product type lead. (B)(4).

Event description:
It was reported the patient was having muscle spasms in her stomach for the past two weeks. The patient had since not been able to empty her bowel, for which the patient had to have an enema in the past week. The patient had turned stimulation up on (B)(6) 2012. She turned stimulation to 1.70 v. Four days later it was reported that the patient's health care provider stated that the constipation wasn't related to the device, and she had taken milk of magnesia that took care of the constipation. The patient stated that she was on pain pills that could contribute to constipation. The patient had been dealing with constipation all her life. The patient reported that she had a CT scan 2-3 days ago. The patient had a burning sensation around her waist and also pain down her right side at her belly button and around her back described as warm, tingling and painful. At one time the patient sat on the floor, got up and didn't do anything, and experienced a spasm that went up and down her right side. It was noted the patient had loaded luggage for a trip, but a time was not given. The patient was starting physical therapy in three days. Additional information has been requested, but was not available as of the date of this report.